Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices all of which were used in the treatment, and additional information has been requested for this complaint but has not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. All of the devices would have met manufacturing specifications. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (pain, metallosis, limited motion) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. No further clinical assessment is warranted at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
*Us legal mdl* it was reported that, after a bhr construct had been implanted on (B)(6) 2008, the plaintiff experienced extreme hip pain, adverse local tissue reaction, right hip limited motion, failure of right hip and metallosis. A revision surgery was performed on (B)(6) 2021 to treat these adverse events. The patient outcome is unknown.